Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulate or (ins) for urinary/bowel dysfunction. It was reported that there was a product review and there was shocking from the internal device. The patient stated they felt a shocking sensation going down their leg. It was unknown if troubleshooting was performed. The cause was not known. There was a stimulation output issue, specifically overstimulation. The rep believed the patient had their stimulation too high. They didn't get the opportunity to turn it down. The rep reported the patient "jumped the gun" and requested it be removed. However, the patient stated it helped with their fecal incontinence greatly. Troubleshooting was not performed and the cause was not known. It was also reported the patient experienced pain. The issue was resolved and the device was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.